Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported leak was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. It should be noted that the xience alpine everolimus eluting coronary stent system instructions for use (IFU) states: note: while introducing the delivery system into the vessel, do not induce negative pressure on the delivery system. This may cause dislodgement of the stent from the balloon. The reported IFU deviation does not appear to have directly caused or contributed to the reported complaint.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure to treat a lesion with heavy calcification in the left anterior descending (lad) artery. The xience alpine was advanced to the target lesion successfully; however, when negative pressure was applied, blood was noted coming into the inflation device. The stent was not deployed at the lesion and was removed from the patients anatomy with no issues. Another xience alpine was used to complete the procedure successfully. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.